Event description:
Out of 3 month supply, 3 dexcom7 failed, that amounts to 1 month supply of dexcom7 sensors. First time it happened, we thought it was reading correctly, and my husband was trying to eat and raise his sugar, this could have caused him to raise his sugar to an unsafe level. Reference reports: mw5166833, mw5166834.